Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device generated frequent intra-abdominal pressure alerts. The issue occurred during a laparoscopic cholecystectomy therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.